Manufacturer narrative:
(B)(4). Date sent: 2/22/2023 d4: batch # 985a15. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60d reload loaded on the device. The reload was received partially fired 1/16. In addition, one applicator: ech60r there was no apparent damage to the applicator and all clamp arms were received in the fully disengaged position. The clamp arm assembly was tested for functionality and was found to be conforming. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The device opened and closed without any difficulties noted. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information.     As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 985a15, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was obtained 1st additional information follow up was the device locked on tissue with the jaws closed? : no further information will be available. If yes, how was the device removed? : no further information will be available. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? : no further information will be available. Did the jaws eventually open? : no further information will be available. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the jaws became not to open when the ech60r was load at 2nd firing. The nurse commented that, it might be not cleaned enough. Another device was used to complete the case. There were no adverse consequences to the patient.